Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient was having issues with the old implant, they said that they were doing fine and 3 or 4 months ago their symptoms started and their healthcare provider (hcp) decided to replace the implant. Patient reported that their baseline symptoms returned and lost therapy benefit. Additional information was received from the manufacturer representative (rep). When the rep was asked to clarify the statement: "having issues with the old implant ", the rep stated that the patient was advised to make an appointment for their healthcare provider (hcp) for further evaluation. The rep stated that it was not caused by the normal battery depletion. The cause of the issue with the old implant was not determined. When asked about the most likely cause of the event, the rep stated that they will discuss with their hcp. When asked about the steps taken to resolve the issue, the rep stated that they were unknown it will be determined by the hcp. It was unknown if the issue was resolved.